Event description:
A healthcare worker experienced severe coughing over the course of three months when she was assigned to cleaning scopes with cidex opa. The worker has a history of seasonal asthma and medicated hereself with her inhaler rather than seek medical attention. The worker is fine now and wears a mask. The facility switched the room ventilation fans that were inadvertently placed on low back to high.